Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution/reporter phone#: (B)(6).

Event description:
The ventilator crash intermittently. There was no patient involvement.

Manufacturer narrative:
The customer replaced the filter to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.